Manufacturer narrative:
Follow-up # 1 ¿ (11/03/2014). The patient¿s meter has been returned on 10/18/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ultralink meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained after the call recording was reviewed, since the reporter was unable to be reached by phone for additional information. The patient¿s mother reported that the alleged power issue began on (B)(6) 2014, at 9pm. The patient reportedly manages his diabetes with insulin (type unknown) and the reporter stated the patient took no action in regards to his usual diabetes management regimen due to the reported issue. However, the patient¿s mother reported that ½ hour after the meter issue started, the patient had a ¿high sugar level¿. She mentioned he tested over ¿500 mg/dl¿. No additional information regarding the ¿high sugar level¿ was provided. It is not known if the patient developed symptoms nor what treatment the patient received in response to the elevated blood glucose level. At the time of the troubleshooting, the cca noted that the subject meter¿s battery did not need to be replaced per the owner¿s booklet recommendations. It was also noted there was no misuse to the product. The power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the reported power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.